Manufacturer narrative:
H3: product analysis #(B)(4):part # 46221055, lot # tm0134335 visual and optical inspection confirmed the threads on the spacer are stripped. There is some damage to the threaded hole on the outside where the inserter attaches to the implant. This type of damage is consistent with the misalignment of the inserter when connecting to the spacer. H6: updated eval code method (fdm/annex b) and eval code result (fdr/annex c) codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient who was implanted with a cage, bone screw and miniplate used for continued use. It was reported that the cage inserted into l4/5 has backed out. Levels implanted was l3/4, l4/5. It was also understood that patient was suffering adult spinal deformity. There were no further complications that were reported. Cage was implanted at the surgery on january 25 for l3/4 and l4/5, and back-out was detected in l4/5 on (B)(6). On (B)(6), reoperation was performed and the cage was removed and a slightly larger size was placed again without a mini plate. Posterior fixation was added, and the operation was completed successfully. A rear fixation was added. Their was also a human error in the event. Also, bone screw and miniplate were attached and implanted with the reported cage on (B)(6). Both miniplate and bone screw migrated along with the cage. In the revision op on (B)(6), the cage was removed with the bone screw and miniplate, and then a little larger cage was implanted without miniplate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.